Manufacturer narrative:
(B)(4).

Event description:
A report was received from an attorney that a patient experienced irritation, right eye, after 3 hours of use freshlook one-day contact lenses. The patient immediately sought care from an eye care professional who diagnosed contamination of the lenses with acanthamoeba bacteria. The patient was hospitalized for approximately 15 days. A diagnosis of corneal infection with hypopyon resulting in total vision loss, right eye. A corneal transplant was performed. The patient's father reported that the contact lenses were discarded. No lot information was provided. The treating eye care practitioner has been contacted multiple times, however, no information has been provided.